Event description:
It was reported that during the removal of the hallulock pirate and screw, the tip of the screwdriver broke off. The tip of the screwdriver was not reviewed nor could it be accounted for. It came off the screwdriver and fell onto the operating room floor. It was clarified that the reason for the removal of the plate and screw was because the metacarpophalangeal (mp) joint was fused and due to position of the plate, there was soft tissue irritation on the phalanx. The patient was in surgery for a finger pip fusion so the surgeon decided to take the plate out at the same time. There was no delay since there was a second driver in the set. It was a straight removal. There was no patient injury.

Manufacturer narrative:
The tip of the screwdriver was not retrieved nor can it be accounted for. It came off the screwdriver and fell on to the operating room floor. The screwdriver will be returned for evaluation. To date, the device (screwdriver) involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.